Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. P-cap locked in place properly during testing. Unit failed self test by alarming pump error 63 during testing. Unit was unable to download using (thump software). Unit was programmed with test transmitter link (guide link 2). No communication was possible using transmitter and unit. Pump pair device feature connection unable to function. Proceeded with deconstructive analysis, it was determining the cause of no communication and unable to download was due to corroded electronic assemblies. The following cosmetic damages were also noted: cracked retainer, scratched case, keypad overlay texture damage, cracked keypad overlay, battery tube threads - cracked and cracked case (battery tube). In conclusion, customer allegations for transmitter anomalies were confirmed during deconstructive analysis, it was determining the cause of no communication and unable to download was due to corroded electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the serial number was missing from status screen. No harm requiring medical intervention was reported. Troubleshooting was not performed. The customer will discontinue using the device. The product will be returned for analysis.